Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 11 mar 2026 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 11 mar 2026 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 2 units of lot number: c2354533 of echo-hd-22-c device involved in this complaint was returned for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 24th of february 2026. 2 devices returned. (B)(4). Visual inspection: device returned with stylet not inserted. Stylet examined and no issues observed. Proximal kink observed below sheath extender. Distal end of needle examined and no issue observed. Functional inspection: sheath extender able to advance to position 1, would not pas kink below sheath extender. Needle handle able to advance only to position 5. Needle removed from device and kink observed below sheath extender and inside the needle handle. (B)(4). Visual inspection: device returned with stylet not inserted. Stylet examined and no issues observed. Proximal kink observed below sheath extender. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle unable to advance due to kink. Needle removed from device and proximal break observed below sheath extender. Kink observed inside the needle handle. The reported failure was observed. Photographic evidence was provided to support the investigation. Review of the images identified the following: no issues with the needle were visible in the first photo, and the product label on the second photo. It should be noted that this file is related to another complaint files to capture the proximal needle break and proximal needle kink. For details of the other investigation please refer to (B)(4). Clarification was requested as follows: ¿could you please confirm with the customer that the proximal kink and break observed on the returned devices occurred during transport/return process? As per customer¿s image attached the needle did not have proximal kink/break visible on the device.¿ several attempts were made to obtain above information. As no clarification was provided additional files were created to capture the proximal needle break and proximal needle kink. Should this information become available the file will be updated accordingly. Manufacturing records: prior to distribution all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2354533. A review of the manufacturing records for echo-hd-22-c of lot number: c2354533 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. However, the incorrect use of stylet was determined to be unrelated to the proximal needle kink (break), the kink inside the needle handle and the needle advancement difficulty experienced by the user in this case. Therefore, as per the management of complaints procedure (d00348426 rev009) section 6.6.3, table1, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event must be documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. A potential root cause may be associated with the device being subjected to elevated bending stresses while navigating a tortuous anatomical pathway, as the operator encountered difficulty accessing and penetrating the target site. Under these conditions, increased frictional resistance within the endoscope working channel can require the application of additional force to advance the device. The introduction of excess force during advancement may have generated a localized buckling event within the needle shaft, resulting in the formation of a kink within the handle assembly. As per engineering input "the kink inside the needle handle could have led to the needle advancement difficulty experienced by the user. " confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, needle cannot be advanced. Confirmed quantity, 02 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause was established. The kink inside the needle handle could have led to the needle advancement difficulty experienced by the user. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device under endoscope and found out the needle cannot be advanced out, then changed to another same lot number device, but device advancement is difficult, after needle advancement and one puncture, the needle cannot puncture into target area. The issue occurred for 2 devices from same lot number with same issue in same procedure. Updated on 15jan2026: after communication with customer the 3 devices in the original cc form actually refer to 2 procedures, 2 devices in one procedure recorded in (B)(4), another procedure with 1 device recorded in (B)(4). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? Video. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7. Please describe the size of the intended target site. Unknown. 8. If not with the device in question, how was the procedure performed and/or finished? Changed to boston scientific needle. 9. Was the device used in a tortuous position? Yes. 10. Are images of the device or procedure available? Yes. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement or needle retraction. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? Yes. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? Yes. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.